Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the trifuse microbore extension set with 3 bonded maxzero needle-free connectors and 3 slide clamps (red, white, blue) leaked at the engagement where all three arms connect to the base of the trifuse tubing set. It appeared to be leaking from the arm with the white clamp during an infusion that was infusing at a rate of 02. Ml/hr with heparin 0.25 units/ml. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leak at the trifurcated base of a tri-fuse extension set was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional testing resulted in no leaking. The root cause of the reported failure was not determined.

Event description:
The customer reported that the trifuse microbore extension set with 3 bonded maxzero needle-free connectors and 3 slide clamps (red, white, blue) leaked at the engagement where all three arms connect to the base of the trifuse tubing set. It appeared to be leaking from the arm with the white clamp during an infusion that was infusing at a rate of 02.ml/hr with heparin 0.25 units/ml. There was no patient harm.